Event description:
It was reported that the patient had a lead fracture. However, imaging could not confirm the device issue. Additional information was received that the lead had high impedance and the patient was not getting adequate pain relief. Reprogramming was done and was able to capture pain areas. The patient underwent a lead replacement procedure for MRI compatibility and improvement in therapy. No impedances were noted postoperatively and the explanted lead was discarded by the medical facility.

Event description:
It was reported that the patient had a lead fracture. However, imaging could not confirm the device issue.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078144.